Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Pump error 63 alarmed during self test due to broken trace at u1 pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unable to complete the self test or verify missing segments/partial display due to pump error 63. After installing a full reservoir in the reservoir compartment, no unexpected rewind prompt noted. No rewind anomaly noted during testing. No blank display noted when pressing the buttons during testing. Device was also monitored for 5 days. No blank display noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched display window cover, scratched case, missing serial number label, stained keypad overlay, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, cracked retainer and a faded end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level and the customer was hospitalized due to high blood glucose level. Customer¿s blood glucose level was 19.1 mmol/l. Customer was treated with intravenous fluid. Customer was offered to troubleshoot for high blood glucose level. Customer reported that they had flashing display for insulin pump and customer went into ketoacidosis because of insulin pump was not working. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.